Event description:
(B)(4). Summary: the authors report on twenty-five patients suffering from spasticity secondary to cranial and spinal pathologies were treated by itb and pump implantation between 2006 and 2010. Of these patients, 18 were male and 7 were female, with a mean age of (B)(6) (range: (B)(6)). The average follow-up period was 20.3 months. Pump loading and drug infusion were started immediately after operation or on postoperative day 1. The initial infusion rate was 50 mcg/day for all patients. Infusion rate was gradually increased by 10% every 5-7 days until clinical improvement without side effects was observed by the surgeon and the physiotherapist in the patients. During this period, the usual oral medication was reduced gradually. Reportable event: the authors report on a (B)(6) male (patient (B)(6)) with a primary pathology of spastic paraparesis. The patient experienced a catheter dysfunction which ''was managed by reoperation and subsequent improvement of the catheter function.''